Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad and adjust belt messages) has confirmed that the pulse wire at the distribution node (dn) was broken. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had check belt and pad messages.